Event description:
It was reported that the customer was throwing up and his blood glucose was 431 mg/dl. The mother stated that insulin was squirting out during before the connection was made. It was stated that the customer had low blood glucose of 44mg/dl the day before while being at the school. The caller stated that the reservoir was removed from the insulin pump and noticed insulin inside the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.